Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic surgeon observed several small shiny pieces of metal in the eye during a vitreo-retinal procedure. Most of the pieces were remove from the eye during the procedure however two pieces could not be removed due to their location and risk to damage the retina. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Additional information: (B)(4) unopened 25 gauge trocar assemblies were received for the report of metal particulates. The samples were visually inspected per facility procedure and were found to be conforming with no evidence of metal particulates. A device history record review was conducted and it was determined the product was released based on the products acceptance criteria. The evaluation does not confirm the trocars were the likely source of metal particulate. All (B)(4) trocars returned met specification and the lot information indicated the product was released to the product¿s acceptance requirements. The root cause for the metal particles cannot be determined from this evaluation. (B)(4).